Manufacturer narrative:
Both mechanical and chemical stresses can be considered as causes for the damage of the color rings. In addition, a reduction in mechanical and chemical resistance due to material aging can be assumed.

Event description:
In the course of liquidating a consignment stock, a missing color marking was found on an instrument.